Event description:
It was reported that the system continually needs rebooting to clear errors. No patient injury was reported.

Manufacturer narrative:
A ge representative has not yet evaluated the system.